Manufacturer narrative:
The reported event indicates an issue with the performance of the batteries. The devices were exchanged without incident and there was no reported patient injury. Five batteries were exchanged and returned to heartware for visual examination and functional testing. Battery (B)(4) passed both visual and functional examination. (B)(4) passed visual examination; it failed functional testing due to an enabled permanent failure flag rendering the battery unable to provide power to a controller. The failure flag indicates a circuit board problem with the battery pack. (B)(4) passed visual examination; it failed functional testing due to an enabled permanent failure flag, rendering the battery inoperable. This is one of three reports (3007042319-2014-00331, -2014-00718 and -2014-00719) submitted for devices related to the same event.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that (B)(4) contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately one year and three months post implantation, the site reported that the patient's controller was changing power sources earlier than expected. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files indicated the patient experienced a pump stop on the same date of the reported event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.